Manufacturer narrative:
The technician found the side rail screw that secures the side rail assembly to the bed is loose. The technician replaced the side rail screw to resolve the issue.

Event description:
The account alleged the side rail was hanging off of the bed and will not latch. No pt impact.